Manufacturer narrative:
Approximate age of device ¿ 5 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to suspected pump thrombosis. Further information was requested but not provided.

Manufacturer narrative:
The pump was returned assembled with percutaneous lead (lead) cut approximately 3 inches from the pump housing and the severed portion of the lead was not returned. Upon disassembly of the pump, examination of the outflow elbow revealed a non-laminated deposition adhered to the proximal opening. Although specific causes for its development could not be conclusively determined, the deposition appeared to have developed in these areas. The depositions did not appear to significantly constrict the blood pathway. Examination of the remaining blood-contacting surfaces revealed no depositions. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.